Event description:
It was reported the patient had a sudden loss of stimulation/therapeutic effect. The patient was assaulted and slammed to the ground. The implantable neurostimulator (ins) would not charge or turn on. No additional symptoms or complications were associated with the event. The patient had a revision scheduled for (B)(6) 2015. Additional troubleshooting information was not available. Additional follow-up will be conducted to obtain additional event information and patient outcome following revision.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The implantable neurostimulator (ins) battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2014 and the battery was charged to 4.010 volts. On (B)(6) 2015 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an overdischarged state prior to being received for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was unable to charge so they had the device replaced with a non-rechargeable device on (B)(6). The cause of the issue was previously determined and reported; the issue was not resolved and resulted in replacement. Prior to replacement the patient experienced pain at the device pocket. It was noted that diagnostic testing or troubleshooting was performed but it was unknown what was done. At the time of the report the patient was alive with no injury.